Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "skin irritation, and lung disease.". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint "particles verified in airpath" was confirmed. No repair was performed. The unit will be scrapped. The manufacturer previously reported the recall number as: z-0882-2023. The correct recall number is: z 1956-2021.

Manufacturer narrative:
H3 other text : device nor returned to manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "skin irritation, and lung disease.". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient.the manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.